Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(6).

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 117 mg/dl at the time of incident. The customer's husband stated that the pump alarmed button error and the up/down buttons had been stuck for a while. He stated that it was raining. He was advised to disconnect from the insulin pump and revert to back-up plan. He was advised that the insulin pump will need to be replaced. The insulin pump was not returned for analysis.